Event description:
The customer reported via phone call that they had a low blood glucose between 40 to 60 mg/dl. Customer's current blood glucose was 106 mg/dl. Customer stated that they had been doing exercises and changing their basals, bolus amounts, and carb ratio on the insulin pump. Customer was advised to follow up with their health care professional. Customer stated that if they wake up low, they just decrease the basal rate or take the pump off. Customer was not admitted as an inpatient for medical treatment. Customer stated that the most recent set change was on (B)(6) 2015. Customer stated that they change the set every 3 days. Insulin pump passed the self test and the displacement test. Customer was advised to monitor the issue as the pump was running as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.